Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation root cause of no image being displayed was attributed to faulty components. The specific cause of the component failure was not established. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for use, the evis x1 video system center gave continuous image failures with most endoscopes. The field service engineer (fse) was at the customer site on (B)(6) 2023, and detected that the device had a broken endoscope connector pin. The device was sent in for repair. During the evaluation of the device, it was noted that the device had no image due to a failure of image-related components. This report is to capture the reportable malfunction of the no image noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of a broken socket was not confirmed. Additional issues were identified during the device evaluation: a broken endoscope connector pin; error message e238 displayed due to corrosion on the output socket; and the front panel was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.